Event description:
A surgeon reported a pt experiencing constant blurry vision following intraocular lens (iol) implant surgery. The iol was exchanged for a different model and power iol. In a follow-up, the surgeon reported that the patient was intolerant of the initial model of iol. The patient's visual acuity is now 20/20.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/10/2009 and 07/13/2009 by phone, fax and mail. A completed questionnaire was received on 07/16/2009.